Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte-n autoguard safety shield did not activate. The following information was provided by the initial reporter: the lot number listed below for the item below experienced a defect where the safety feature did not work correctly. 7/22/25 customer responded: there was no harm or serious injury from this event. What was the date of the event? 7/8/25.